Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user administered approximately 140 units of insulin during a first supply change while the infusion set and tubing were connected to the body, after which the user decided to discontinue pump use and contact the distributor about charges. No reported symptoms. Blood glucose did not go below 75 mg/dl which the user consumed oral glucose and carbohydrate consumption to bring them around 150 mg/dl later that day. Outcomes included no medical intervention and no hospitalization. Investigation included internal case review and notification to the field team. Investigation of this case revealed user technique during tubing fill while connected as the likely contributor, consistent with unintentional insulin delivery through the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.